Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The frame interface board was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system is displaying an error message of a system malfunction preventing normal operation. There is no report of patient involvement.